Event description:
A pedicle screw system was implanted into the patient in 2006 for spinal fixation. Postoperative x-ray examination found that a locking nut had disengaged in the implanted system. No complications or adverse effects from the device have been reported. In 2007, the physician reported that the patient is under normal routine observation and no additional procedures were performed or planned as a result of the disengaged locking nut and that normal recovery is expected.

Manufacturer narrative:
This is a retrospective filing following an audit of complaint files following a similar malfunction resulting in medical intervention. No complications or adverse effects from the device were reported. Conclusions: internal investigation suspects the cause of the reported loosening of the locking nut as improper technique/engagement of the rod and locking nut during implant of the device.